Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had a defective response buttons. The response buttons would stick intermittently. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning to its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. No adverse event resulted from the faulty response button. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that the monitor was displaying a wrench code 6 "response buttons stuck". Support had the pt recycle the battery pack. The monitor started up but gave him the message "release response buttons". Support sent the pt a replacement monitor.